Manufacturer narrative:
Information was not provided. A sample of micropore plus paper tape was received from the customer. The sample was tested for adhesion and met all specifications. Production records were also reviewed and no issues were found. Two types of tape were used to secure the patient's venous dialysis needle in this report. Although the nurse reported she thought the venous dialysis needle became dislodged when the patient pulled up his blanket, 3m is sending MDR reports for both of the tapes that were used to secure the venous dialysis needle in this reported event. 2110898-2019-00026 was sent for 1532-1 micropore plus paper tape. 2110898-2019-00027 was sent for 1527-1 transpore surgical tape. End of report.

Event description:
A nurse from an outpatient dialysis clinic reported a patient experienced a venous dialysis needle dislodgement. The venous needle was allegedly secured to the patient with 3m¿ micropore¿ plus paper tape and 3m¿ transpore¿ surgical tape. The nurse reported the patient fell asleep during dialysis. When the patient pulled up his blanket, the venous needle got caught, and was pulled out. The patient alerted the staff who responded immediately. The dialysis machine was turned off. The estimated blood loss was 500cc. Approximately one-half pint of blood was returned through the arterial dialysis needle. An unspecified amount of saline was also administered through the arterial dialysis needle. The patient was alert and orientated during the entire event. Dialysis was discontinued, the patient was monitored, and was eventually discharged home. The patient returned to the dialysis clinic for his regularly scheduled routine dialysis treatments.